Event description:
Doctor had a reaction when using latex gloves that required her to go to the hospital. She experienced difficulty breathing and very watery eyes with no type of rash. The hospital administered an antihistamine shot and her symptoms subsided and she was released the same day.